Event description:
It was reported that the patient presented for an implant procedure. During the procedure. It was noted that the right atrial (ra) lead exhibited intermittent noise and resulted in over-sensing. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct medical device complaint code should have been "over-sensing" rather than "signal artifact/noise". The correct b5 statement should have been "it was reported that the patient presented for an implant procedure. During the procedure. It was noted that the right atrial (ra) lead exhibited intermittent noise and resulted in over-sensing. The ra lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition throughout the procedure." Rather than "it was reported that the patient presented for an implant procedure. During the procedure. It was noted that the right atrial (ra) lead exhibited intermittent noise. The ra lead was not used. The physician continued to use another ra lead and completed the procedure."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure. It was noted that the right atrial (ra) lead exhibited intermittent noise. The ra lead was not used. The physician continued to use another ra lead and completed the procedure.